Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump was returned to animas and evaluated on (B)(4) 2011. Evaluation revealed a damaged force sensor shim spoke. The pump was rewound, loaded, primed, and exercised with no alarms occurring. Review of the pump history reveals loss of prime warnings associated with low force. The force sensor calibration check passed. The cartridge was also returned to animas. The cartridge passes visual inspection and a force test was performed with no failures occurring.

Event description:
Evaluation revealed that the force sensor spoke shim was damaged.